Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box and has distal tip damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. The device had the polymer tip damaged (broken); the damaged section of polymer was not detached from the core wire. The core wire was kinked at the same place the polymer was damaged. The body was kinked approximately at 140 cm from the proximal end. No more damages were found in the device. Overall length could not be performed due to device condition (polymer tip damaged). Outer diameter (od) of distal tip, middle of the device, and proximal section are within specification.

Event description:
It was reported that removal difficulties were encountered. A 300cm straight tip v-14 short taper guidewire was selected for use. However, during withdrawal, a high amount of friction was encountered and device was stuck inside a .014 catheter. The guidewire was intact when removed together with the .014 catheter. Subsequently, it was noted that the wire tip was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. A 300 cm straight tip v-14 short taper guidewire was selected for use. However, during withdrawal, a high amount of friction was encountered and device was stuck inside a .014 catheter. The guidewire was intact when removed together with the .014 catheter. Subsequently, it was noted that the wire tip was damaged. The procedure was completed with another of the same device. No patient complications were reported.